Manufacturer narrative:
The microsensor was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor (unknown ID) was implanted on (B)(6) 2022 and explanted (B)(6) 2022 due to incorrect value. No additional information was provided after several attempts.

Manufacturer narrative:
The microsensor was not returned for evaluation (discarded) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported a microsensor (unknown ID) was implanted on (B)(6) 2022 and explanted (B)(6) 2022 due to incorrect value. No additional information was provided after several attempts.